Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d1, h4, d4. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Corrected data: d1, d4. Product code updated. Additional information was requested, and the following was obtained via: were there patient consequences? If yes, please explain. - please provide the product code of the device. --received information as following from sales rep via phone today. Please refer to the event description, other information requested according to feedback of the sales rep on 7-july-2025 via phone, product code should be sa86g. Lot number should be up2fc.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, it was reported that the suture was broken when the surgeon attempted to tie a knot with suture. Changed another one to complete the surgery. There were no adverse consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: - were there patient consequences? If yes, please explain. - please provide the product code of the device. --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.